Event description:
It was reported that device froze on wire occurred resulting in the procedure being cancelled. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected for use during an endovascular therapy procedure for anterior tibial artery chronic total occlusion. During the procedure, an attempt was made to cross the lesion with the coyote balloon and a non-boston scientific guidewire; however, the coyote device was unable to cross the lesion. A guidezilla was then used, and an attempt was made to pass the coyote through, but after several attempts, the guidewire and coyote got caught at the exit port of the guidezilla, preventing further advancement. The device was completely removed, and due to the prolonged duration of the case, the procedure was cancelled. There were no patient complications.

Event description:
It was reported that device froze on wire occurred resulting in the procedure being cancelled. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected for use during an endovascular therapy procedure for anterior tibial artery chronic total occlusion. During the procedure, an attempt was made to cross the lesion with the coyote balloon and a non-boston scientific guidewire; however, the coyote device was unable to cross the lesion. A guidezilla was then used, and an attempt was made to pass the coyote through, but after several attempts, the guidewire and coyote got caught at the exit port of the guidezilla, preventing further advancement. The device was completely removed, and due to the prolonged duration of the case, the procedure was cancelled. There were no patient complications. It was further reported that the target lesion was located in mildly tortuous and severely calcified vessel. Also, the non-boston scientific guidewire and coyote were removed together was one unit.